Event description:
It was reported that during an open sigmoidectomy, the device was locked out at the third firing. The staple height was green. After that, a second device of the same product code was used, but it was locked out as well. There was a possibility that a cartridge which had been locked out at the previous firing had been loaded into the second device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Loading technique, damaged cartridge. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. In addition two cartridges were received fully fired. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The batch record was reviewed and no anomalies were noted during the manufacturing process.